Event description:
In 2007, a male was rushed to a local hosp after experiencing difficulty in breathing. His condition worsened while in hosp and he died a short time after admission. Approximately 1 year prior to this event, the decedent fell 14 feet from a truck fracturing his right tibia and fibula. Surgical repair of this injury occurred in another state. His right tibia failed to heal and the decedent returned. In approx two months earlier, the decedent had a second surgery of right tibia with placement of surgical plates and op-1 implant for non-union of the tibia. It had still not completely healed. At autopsy, the decedent was found to have an incompletely healed surgical incision of the right lower extremity and corrected fracture of the right tibia. There were also multiple and recent -acute- pulmonary emboli. Microscopically, the emboli did not appear to look as normal pulmonary emboli appear. This arose suspicions. We are concerned that maybe the prosthetic implant cement used to secure the fracture plates to the bone may have embolized contributing to the decedent's death. In contacting the MFR of the bonding cement, we learned that the cement product contains bovine collagen and that if we wanted to show that the emboli were actually from the cement product, we should histologically look for bovine collagen in these samples. The iowa office of the state medical examiner is looking for assistance in having current tissue blocks tested -stained for bovine collagen immunohistochemical process-. Many labs have refused to get involved in this potential product issue. We respectfully request the assistance of the FDA to help us identify a potential problem with the cement product used to adhere prosthetic implants to bone. Any assistance you can provide is greatly appreciated. If you have further questions, please contact our office and ask to speak. Diagnosis: fracture repair.